Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon could easily pull the trigger, but the knife blade was not cutting the tissue. This happened with 3 different trocars. They used a new device to resolve the issue on order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the devices were received unopened in their original packaging and appeared intact. Pmv performed functional testing: when the trigger was actuated, the knife blade advanced and cut through the test media. The ports passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.